Event description:
It was reported that an elevated threshold was noted on the left ventricular (lv) lead at follow-up. This was seen to be higher than previously recorded on the lead. The lv lead was extracted and replaced with a left bundle branch lead. The patient was in stable condition with no adverse events.